Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarms with motor errors on a frequent basis. The patient's blood glucose at the time of incident is unknown. The customer confirmed that the drive support cap is damaged and the damage might have been the result of dropping the pump one or twice. The customer also discovered a compromised force sensor system alarm in his pump history as well, and confirmed that this alarm occurred multiple times. Lastly, the customer stated that the pump has a keypad anomaly; the up arrow key does not respond properly. Troubleshooting was initiated for each of the customer's complaints, and he was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Unit was received with motor error alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform prime/compromised force sensor system test, excessive no delivery test and occlusion test or verify compromised force sensor system alarm due to motor error alarm. Insulin pump was received with lose drive support disk.